Event description:
Customer reported to beckman coulter, inc. (Bec) that analytes sodium, potassium, carbon dioxide (co2), calcium and chloride ran on the unicel dxc 600i synchron access clinical system recovered as drift on a patient sample. Customer reported that erroneous results were not reported out of the laboratory. Customer reported that the sample was repeated on alternate instrument and recovered within range. Customer indicated that there was no compromise to patient treatment. Bec customer technical support advised the customer to perform twice-weekly maintenance. Customer indicated that they will monitor and call back if problem continues. There was no report of any adverse event or injury requiring medical intervention or patient treatment. To date, customer has not contacted bec regarding any further drift issue.